Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the tube does not fill at all, or only partially. The following information was provided by the initial reporter. The customer stated: ¿during blood collection when inserting the tube into the holder, the tube does not fill at all or only partially¿

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the tube does not fill at all, or only partially. The following information was provided by the initial reporter. The customer stated: ¿during blood collection when inserting the tube into the holder, the tube does not fill at all or only partially.

Manufacturer narrative:
Material #: 367955 lot/batch #: 2068763. Bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.